Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
It was reported that the console was exchanged after the purge cassette change failed twice. The procedure outcome was successful after the exchange of the console. There was no patient harm reported.

Manufacturer narrative:
The investigation of automated impella controller (aic) - purge disc/flag issues has been completed. The cause of the purge disc not detected alarm was most likely contamination of the purge pressure sensor.